Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was due to a diabetic coma. The caller stated that they were unsure if the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 12 or 18 mg/dl at the time of hospitalization. It is unknown if the customer was wearing the insulin pump at the time of death. The caller lived out of town and the customer was private about their diabetes. The caller was unsure if the customer was using sensors. The caller declined to return the insulin pump for analysis as its whereabouts were unknown. Frn-unk-rsvr; unomed set.